Event description:
It was reported that the patient experienced an ongoing allergic reaction and infection at the pod¿s insertion site (abdomen) while wearing the device between 1 and 4 hours, prompting the patient to seek medical attention on multiple occasions. On (B)(6) 2026, the patient attended a follow-up visit with a healthcare provider. Reported symptoms at the insertion site included itching, purulent discharge, warmth to the touch, infection, pain, and swelling. Following medical evaluation, the patient was diagnosed with cellulitis at the cannula insertion site. The patient was treated with antibiotics and drainage of the infected site.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s936usqs9bzcl. Hardware: sm-s936u. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.